Event description:
It was reported that during a laparoscopic colon procedure, the surgeon was unable to open or fire the stapler to transect tissue with two of the endocutters. There were no patient consequences. Case completed with a new competitive device. Both devices were discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.